Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic wedge resection, while stapling the lung tissue, the surgeon was able to press the green button but could not squeeze the handle so the device was not able to be fired. They replaced the device for them to finish the procedure. No patient harm.